Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse with supplemental information from the patient in the USA of touch contamination and peritonitis with culture positive for coagulase negative (B)(6) in a (B)(6) male coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient experienced a touch contamination while performing therapeutic pd. The consumer reported in (B)(6) 2011, he experienced peritonitis. Per the nurse, the patient was not hospitalized. Treatment for the bacterial peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The outcome for the touch contamination was not reported. Per the nurse, the bacterial peritonitis was not related to dianeal therapy; rather it was related to touch contamination. The nurse did not provide an opinion of causality for the touch contamination.